Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). The cause of the burning sensation, ins wiggling, and "bolted" the lead along the spine was unknown. It is unknown what actions/interventions were taken to resolve the issues or if it was currently resolved. The ins was removed and replaced.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial#: (B)(4), implanted: 01/01/2012, product type: lead. Product ID: 39565-65, serial#: (B)(4), implanted: 01/01/2012, product type: lead. Product ID: 37714, serial#: (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2017, product type: implantable neurostimulator. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 37712, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2012, product type: implantable neurostimulator. Product ID: 37761, serial#: unknown. Product type: recharger. Product ID: 97740, serial# : unknown. Product type: programmer. Other relevant device(s) are: product ID: 39565-65, serial/lot #: (B)(4), ubd: 11-aug-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). The patient reported that about 2-3 weeks ago he rolled over in bed and felt like the battery got "caught on something". The patient reported that it caused him to wake up, and was in so much pain. The patient described the pain as a burning sensation. The patient reported that if he touches where the ins is he can feel that "it wiggles" ,and a burning sensation like a mix between a ¿bee sting¿ and a ¿cigarette being put out inside¿ him. The patient reported the ins is located above his left hip, under his left arm. It was reported the burning is localized, and not radiating. The patient reported that he has never gotten very good relief "at all" unless he had the stimulation turned up super high. The patient reported that because the therapy didn't work well he didn't use the therapy very much then his house burned down (B)(6) 2018, so he just didn't bother with the device after that. The patient reported that when he had the second device implanted, the doctor then "bolted" the lead long his spine instead. The patient reported that he never had adequate therapy relief from any of the systems implanted, and thinks its related to how the leads are implanted. The patient reported that he met with a rep, and they discussed that the patient¿s options would involve having surgery. It was reported that the rep wanted the patient to have external equipment over-nighted to the patient¿s house, so the rep could meet with the patient to conduct diagnostics on the device. The patient reported that he is "fused from t8 to l5 s1 anterior and posterior", and has had back pain for 30 years.